Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customers mother that the insulin pump had a critical error displayed on the screen. The customer's blood sugar is unknown. The alarm occurred due to the customer swimming while wearing the device. The insulin pump will return.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.